Manufacturer narrative:
The devices has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Event description:
Approximately eight months after implant, this patient reported that while changing a battery on power port one, their controller screen went black and sounded the no power alarm. This occurred when batteries or the cac adapter were connected on power port two. The patient resolved the issue by replacing the battery on power port one and later underwent a supervised elective controller exchange. No symptoms or injuries resulted from any events described and the patient has not experienced any ongoing issues.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of the device revealed that the controller met specifications; the controller passed visual inspection and functional testing. Log files review revealed a series of 'critical battery' alarms five days prior to the reported event date; this is considered an incidental finding and not related to the reported event. The reported event could not be confirmed as log files available do not cover the event date. Applicable risk documentation and experience with events of similar circumstances were considered; events with loss of power may be attributed to an accidental disconnection of both power sources. The cause of the reported event could not be conclusively determined; a possible root cause can be attributed to an accidental disconnection of both power sources or an insecure connection of the remaining power source. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of three reports (3007042319-2014-00749, 00926 and 00927) submitted for devices related to the same event.